Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the polarcup head/liner inserter blue head is broken. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H3, h6: it was reported that the polarcup head/liner inserter blue head is broken. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed. The device in scope of this complaint, was returned for investigation. The reported issue could be confirmed upon visual inspection. One plastic part was found fractured. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. The complaint history review was performed for the affected batch f71731. A number of 7 further complaints were found for devices of the same lot with the same failure mode. However, a batch size of 1000 pieces was produced. The additional complaints are not determined to indicate a manufacturing related issue with this batch. The occurrence of the reported failure mode is within its expected risk level as per risk management. A review of the risk management documentation verified the failure mode and severity of the reported issue. A review of past corrective actions was performed. No further escalation is required. There are no indications that the complaint device did not meet manufacturing specifications upon release for distribution. Based on the performed investigations, the reported failure mode could be confirmed. A relationship between the reported event and the device can be confirmed. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemed necessary at this time. This version of the device will be monitored for similar issues. This investigation is considered closed. The complaint device will be discarded.